Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the patient experienced undesirable rib and abdomen stimulation. Interventions included reprogramming on 4 separate occasions. Further intervention was reported as surgical revision of the device. Initially it was reported that the x-ray results showed lead migration on (B)(6) 2013, but additional information received confirmed that there was no lead migration. The lead migration was reported in error. The event was related to the device or therapy and not related to the implant procedure. The event was not due to programming. The outcome was reported as resolved without sequelae. Relevant medical history included spinal pain.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the cause of the undesired stimulation was not determined.